Manufacturer narrative:
Describe event or problem) changed to: "it is alleged "the patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6)." It is alleged that on or around (B)(6) 2016 the patient was injured (ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable) without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided." (B)(4). Evaluation- no information regarding the event. The device was not returned to assist with the investigation. Patients medical records are unknown and no imaging is provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injuries. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. IFU, contraindications: megacava (diameter of the ivc > 30mm). It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. By perforation of the ivc wall, or by caught in a body structure (e.g. Renal vein). Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Catalog and lot# are unknown, but the tulip filter manufactured/inspected according to specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged "the patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6)." It is alleged that patient was injured (ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable) without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 16may2018 as follows: pt allegedly received an implant on (B)(6) 2017 via the right internal jugular vein due to deep vein thrombosis. Pt alleges vena cava perforation, embedment in vena cava. Pt further alleges pain in chest and abdomen, anxiety, stress.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, vc + organ perforation, diff to retrieve (emb'd), chest/ abdomen pain, anxiety, stress'. Cook will reopen its investigation after further information concerning alleged patient sufferings is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported anxiety or stress is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Rpn and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.